Event description:
It was reported that the insulin gauge was inaccurate and static. Reportedly, the customer was not completing the air removal step prior to filling the cartridge. Tandem technical support educated the caller on proper cartridge fill technique. Customer continued using the existing cartridge with the pump for insulin therapy.